Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes .

Event description:
It was reported that on (B)(6) 2008, the patient underwent transforaminal lumbar interbody fusion and posterior fusion surgery on the lumbar region of her spine from vertebrae l4 to l5. Reportedly "the rhbmp-2 collagen sponge was used in the surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., over the posterior elements)." Post-op patient allegedly had "progressively increasing lower back pain and radicular pain in her lower extremities". Reportedly , patient continued to experience constant lower back and lower extremity pain. Patient had difficulty in walking , unable to stand or sit for an extended period of time .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion with left facetectomy at l4-5 in which rhbmp2/acs was used.